Manufacturer narrative:
This information was posted on social media and attempts to contact the poster to follow-up or obtain additional information were unsuccessful and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is. No information is available regarding the product that was involved, the authenticity of the complainant, or the veracity of the information provided by the complainant. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified; the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information becomes available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
Complainant stated in a response to someone else's post on facebook the following message "had the same issues ". Here is what the other person's post stated: "I got the lapband in 2007. I lost weight,100 ibs actually. Unfortunately, I think it was from all the vomiting, gagging, and mucus in my stomach all day, every day. Despite being tightened and loosed dozens of times and also checked for any irregularities I couldn't keep anything down. My insurance refused to pay for it or it's removal. $18,000 down the drain. I eventually ended up having emergency surgery 10 years later after I got a horrible stomach infection and anemia from lack of vitamins. Eating was a living hell for me. Now, I owe major hospital bills. I have found its not only me, but thousands of people who have had major reactions to lapbands." No other information was provided.